Manufacturer narrative:
The manufacturer previously reported an issue related to sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded. The manufacturer also alleged seeing black particles in the humidifier chamber. There was no report of patient harm or injury. In third followup report section b4 was incorrect which has been corrected in this report.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded. There was no report of patient harm or injury. The manufacturer also alleged seeing black particles in the humidifier chamber. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection the manufacturer found contamination in the external part of the device. The device was disassembled for internal visual inspection. The manufacturer found evidence of dust and contamination similar to keratin observed in blower box/blower. Evidence of water ingress was observed in the device blower box. The device's event logs were downloaded and reviewed. The manufacturer found to contain 6 error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation but observed multiple contaminants through out the device. Section d8, d9, h3, h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no serious or permanent injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.